Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) unit during initial drain. The nurse stated that there is a gap of air in the patient line. The technical service representative (tsr) explained that the only way to have the hc go through re-prime is to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) about the air in the line. The hp stated that she did not know where the air came in from. The hp also stated that all the samples were discarded and confirmed that there was no patient injury or medical intervention.